Manufacturer narrative:
On 24-aug 2021, the mentor failure analysis lab received the device for evaluation. On 01-sep-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture was observed in the breast implant during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.5 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, a rupture was observed in the breast implant during surgery. The investigation was completed on a photo of the suspect medical device because the physical device has not been received at mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a scheduled primary breast augmentation procedure, a mentor memorygel breast implant 375cc gel breast prosthesis was observed to be ruptured. The procedure was completed with a different mentor memorygel breast implant 375cc gel breast prosthesis. There was no reported patient consequence.